Manufacturer narrative:
Product event (B)(4). Method, results, conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
After a discectomy and fusion spine case, where the aquamantys system was utilized, it was reported that a patient experienced a bilateral lower extremity sensory loss. Over a 4 month period the patient progressively regained full sensory function. It should also be noted that at the start of the case (prior to aquamantys utilization) it was difficult to obtain nerve pulse readings from the patient's leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.